Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the al326 instrument was packaged inside the evh kit ktv13. The al236 had no clips in the applier. Another al236 instrument was used to complete the case. There was no consequence to the pt. The device was discarded.